Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was on, but the display was stuck on dark grey screen. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address high bg. The customer reverted to an alternate method of insulin therapy.